Event description:
Customer was hospitalized for hyperglycemia. The nurse stated the programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. The contact was advised to call back when the clamp arrives to do further troubleshooting. Additionally, the contact was educated on the two hbg rule.